Event description:
It was reported that prior to use foreign matter was discovered on 5 caps with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from japanese to english: there are some blue caps that look dirty. Spd found and reported this, stating that these cannot be used by the customer.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on 5 caps with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: there are some blue caps that look dirty. Spd found and reported this, stating that these cannot be used by the customer.